Event description:
It was reported that the customer experienced a blood glucose (bg) reading of 40 mg/dl. The cause of the elevated bg was unknown. Customer consumed carbohydrates to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.